Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5162917.

Event description:
Voluntary medwatch received states there were several patients who passed away due to faulty batteries in their abbott implantable cardioverter defibrillator (ICD). No further information was available.